Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly input the pump¿s maximum bolus setting. Tandem technical support assisted the customer with entering the correct bolus setting. Blood glucose was 262 mg/dl.